Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of supraventricular tachycardia (svt). No changes or intervention was performed. The patient condition was stable.